Event description:
It was reported that after successful coronary stent deployment, the shaft of the catheter broke during post stent dilatation. The catheter was removed without incident. No pt injuries or complications occurred.